Event description:
A doctor of ophthalmology reported one day following glaucoma filtering device implant surgery, the patient's intraocular pressure decreased to a hypotonous state due to an aqueous leak. A conjunctival suture was placed the following day to prevent further leakage. One week following suture placement, the intraocular pressure had risen. Laser suture lysis was performed on three sutures on three separate days to lower the intraocular pressure to an acceptable level. A needling procedure was performed as well. The surgeon indicated that it was unlikely that the event was caused by the shunt. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been two other complaints reported in the lot number. No further information is expected. (B)(4).